Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The returned device showed signs of wear and no fractures. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that receiving found small chips and cuts in the tasp. No pieces fell into the patient. There was no surgical delay. The surgery was completed with a second device. The surgical technique was utilized. Attempts have been made and no further information has been provided.